Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a stryker collaborative study (scs) named "a retrospective data collection of the treatment of wrist fractures with the variax 2 distal radius system and variax 2 distal ulna system" that contains collected data on the usage and the outcomes of variax 2 distal radius/ulna plate. The report details analysis provided for surgical procedures performed between (B)(6) 2022 - (B)(6) 2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: rupture (tendon).

Manufacturer narrative:
Additional information and corrected information: rupture (tendon) in 1 patient who was treated with tendon transfer. The outcome was reported as resolved without disability. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a stryker collaborative study (scs) named "a retrospective data collection of the treatment of wrist fractures with the variax 2 distal radius system and variax 2 distal ulna system" that contains collected data on the usage and the outcomes of variax 2 distal radius/ulna plate. The report details analysis provided for surgical procedures performed between january 2022 - september 2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: rupture (tendon).